Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during an intraocular lens (iol) implant procedure, the lens stuck in the cartridge with patient contact but no harm to the patient. Additional information was requested.

Manufacturer narrative:
The product was not returned. A qualified handpiece was indicated with a non-qualified cartridge and viscoelastic. The company lens model is only qualified for use with the company ii (b) and iii (c) cartridges. The root cause for the reported "lens stuck" appears to be related to a failure to follow the instructions for use (IFU). A non-qualified cartridge and viscoelastic were indicated. The IFU instructs: company foldable intraocular lens (iols) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Information was provided that the replacement lens was implanted with a qualified cartridge with no issues. Please be aware that there is currently a ban on the export of medical devices from the russian federation. The file will be reopened if the sample becomes available. The manufacturer internal reference number is: (B)(4).